Manufacturer narrative:
PMA/510(k): this product is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. Device has been received, investigation in progress. Once the evaluation is completed, a supplemental will be submitted. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during a surgery it was determined that the tip of the pole closure insertion instrument was broken off previous to use. When this tip has broken off and on which occasion (last surgery, disposal, preparation) could not be determined.